Event description:
The user facility reported that there were tiny bugs in the packaging found when the package was received. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: device available for evaluation?

Event description:
The user facility reported that there were tiny bugs in the packaging found when the package was received. There was no patient impact, no delay, no medical intervention, and no adverse consequences.